Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Received info stating customer received multiple occlusion alarms during bolus and basal delivery. Reportedly, there was no impact to customer's blood glucose level.